Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03493. The patient has a lumbar system and a cervical system. This issue is related to the cervical system. It was reported the patient was experiencing pinching while using stimulation. X-rays revealed the right cervical lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which the lead(s) was repositioned which resolved the issues.